Manufacturer narrative:
The account replaced the brake and steer and swivel casters to resolve the issue.

Event description:
The account alleged the brake casters would not hold. No injuries reported.